Event description:
Boston scientific received information that this right ventricular (rv) lead delivered anti-tachycardia pacing (atp) and some shocks while patient was watching television. The last shock converted episode. At the last follow-up it was observed the threshold values increased and sensing values decreased. Boston scientific technical services (bsc ts) suggested performing an x-ray to check lead position. Bsc ts also discussed that there may be a (micro) dislodgement due to the reported change in electrical measurements. This system will be checked within the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.